Manufacturer narrative:
Product analysis: the hawkone was returned connected to a cutter driver inside a saftpak biohazard pouch. The preliminary inspection found the distal assembly was separated/fractured apart. The cutter assembly was located within the cutter window. Other damages or anomalies observed include the torque shaft was bent at a 90 degree angle beneath the strain relief (likely post procedural handling). Approximately 2.5cm of the drive shaft was observed. The detached distal segment showed biological debris within the housing. The guidewire tubing of the housing showed zipper tearing. The fracture face of the distal segment showed tecothane layer was intact and showed no damage. The platinum iridium coil portion within the tecothane was occluded with biologics. The distal fracture face of the proximal segment showed a radial ductile facture at the proximal edge of where the coiled segment initiates. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone atherectomy device with a 6fr non-medtronic sheath and 0.014 non-medtronic guidewire during treatment of a 8cm calcified lesion in the patient¿s mid superficial femoral artery (sfa). Slight vessel tortuosity and moderate calcification are reported. Artery diameter reported as 6mm. Lesion exhibited 85% stenosis. IFU was followed. Vessel pre-dilation was not performed. No resistance was felt. It is reported the tip dislodged at the hinge pin, and the device was removed after two passes when the issue occurred. The detachment occurred inside the patient. The tip separated at the hinge pin. The device was safely removed from the patient without intervention and all device components were accounted for, including the hinge pins. The cutter was located inside the housing during device removal. The procedure was completed by pta. No patient injury reported.

Manufacturer narrative:
Corrected information: the physician overseeing the procedure was initially reported incorrectly and has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.